Event description:
It was reported that, noise due to electromagnetic interference (emi) causing pacing inhibition was noted on the device. Consequently, the patient was reported experiencing syncope. Following the emi, the device was pacing. No intervention has been performed. The patient was stable.